Event description:
The user is questioning the performance of the device during deployment. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). Product evaluation pending the return of the device.